Event description:
The customer reported that the freedom onboard battery was "stuck" inside the freedom driver battery well while the driver was supporting a pt. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom onboard battery was stuck inside the freedom driver battery well, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.